Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis. The customer blood glucose level was 423 mg/dl, 270 mg/dl. The customer experienced symptoms such as nausea, vomiting and dizziness. The customer was treated with insulin drip, saline bag, manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will be returned for analysis.